Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. When reading the pump during a normal refill procedure on (B)(6) 2017, the n'vision showed a dialog saying "minimum and inactive." The phrase "minimum rate" was also included. There was more information, but the nurse only remembered these two words. The hcp was wondering if this was a problem, although the pump was working normally and everything was fine. The pump was read again after the refill, but nothing abnormal was found. The pump remained implanted and in service. The issue was resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. The pump serial number was received. The serial number of the physician programmer used during the refill procedure was unknown. It was stated that the "minimum and inactive" message was seen when reading the pump before refill.